Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (occlusion); patient's condition affected effectiveness of device (anatomy related; vessel morphology). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; vessel morphology).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as narrow in diameter. It was reported that on the same day after the stent grafts were successfully implanted and the sales rep left, the physician decided to reline both iliac limbs with balloon expandable stents because of the iliac narrowing and to help support the stent graft bilaterally. No clinical sequelae were reported and the patient is fine.